Event description:
As reported via the edwards clinical specialist, post successful deployment of the edwards sapien valve via transfemoral approach, a dissection occurred during removal of the edwards sheath via crossover technique. A bare metal stent was implanted successfully sealing the dissection. After removal of the sheath, the prostar device was deployed and the access site was closed. The patient left the room in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right femoral access site diameter was 6.3 mm, with mild vessel calcification and tortuosity. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the vessel size was less than the minimum requirement for this sheath size. The transfemoral tavr procedure requires the insertion of large bore devices in these patients, and there is a risk that placement of the sheath and/or dilator may result in or contribute to vessel damage. No further actions are required at this time.